Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint was confirmed. Sharp dents were noted on the scope¿s probe unit. The scope¿s bending section rubber was found to be excessively scratched. There were two broken elements noted in the ultrasound image of the scope. The air/water supply was found to be clogged. The scope¿s ID chip showed 1123 total uses. The cause of the reported cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, internal defects were noted in the scope¿s channel. There was no patient involvement reported.